Event description:
The pt told the hcp that an unintended amplitude setting change occurred and that an off event occurred. The hcp determined the deep brain stimulator battery reached end of service. It was replaced. At replacement it was discovered that the surface coating of the device had peeled off. The pt recovered after explant. Reference mfg. Report # 9614453-2010-10827.

Manufacturer narrative:
(B)(4): the deep brain stimulators were returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.